Manufacturer narrative:
A lens work order search was performed and no similar complaint was found.

Event description:
The reporter stated the surgeon piggy-backed an aq2003v silicone three piece lens onto an aa4203tl toric silicone single piece lens in the pt's right eye (od) during the same surgery. The pt experienced a refractive surprise. The lenses remain implanted. See MFR report #2023826-2007-01288 for the second lens.